Event description:
Using davinci vessel sealer endowrist one, and the device blade was stuck in the "out" position during procedure. It was replaced with a new one. The davinci vessel sealer endowrist one improperly functioned and was replaced with new one. The failed unit was removed and sent out to manufacturer for investigation of failure.